Event description:
It was reported that during a cranial procedure, the engine did not disengage and this caused a breach in the dura mater. It was reported that the patient was alive - with injury. It was also noted that there was an intervention performed and there was a delay of 60 minutes in the whole procedure. The procedure was completed with a backup product.

Manufacturer narrative:
H3: product analysis: evaluation findings are not available as device is not yet returned. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em800, serial/lot#: (B)(6), UDI#: (B)(4). The motor is a concomitant product that was used along with the reported tool medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.